Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap gastric bypass, a seal in the 5mm cap kept popping off. The staff opened a new trocar and the seal/cap worked fine. It was also reported that the patient did not experience an adverse event as a result of the device malfunction.